Event description:
Staff members were monitoring a pt (age and gender unk) and the unit's monitor screen went blank. The staff obtained another pd1200 (serial number unk) and continued monitoring the pt. There was no adverse effect on the pt. The complainant indicated that the units are always plugged into ac power.